Event description:
It was reported that the patient with this implantable pacemaker, presented to the emergency department with syncope and low heart rate, with no backup pacing. Subsequently, the pacemaker was explanted due to intermittent loss of capture and brady pacing not delivered when required. The right ventricular (rv) lead was also surgically abandoned during the revision procedure. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated upon completion of product analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable pacemaker, presented to the emergency department with syncope and low heart rate, with no backup pacing. Subsequently, the pacemaker was explanted due to intermittent loss of capture and brady pacing not delivered when required. The right ventricular (rv) lead was also surgically abandoned during the revision procedure. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated upon completion of product analysis.